Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. The pt reports that she changed her cartridge set and site on the day before. On original date, she woke up and her blood glucose was elevated. She became ill and was taken to the hosp. Pt was admitted to the hosp in dka, bg was over 30 mmol at the time of admission. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.